Manufacturer narrative:
There are two possible lots for this serial number, lot (B)(4). Review of device history records show the lots released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
The distributor reported "during pediatric cranitomy operation when closing, the screw was not inserted to the end." The part number reported was for a twist drill. The screw part number is unknown at this time. There was no surgical delay in excess of 30 minutes, no injury, and no foreign body reported. Additional information has been requested, no further event details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00537.

Event description:
The distributor provided additional information. The distributor advised that this is not a screw issue but an issue with two twist drills. The issue was that "the twist drills were not inserted to 5mm stop end." The distributor advised that it was unknown if the surgeon felt that the drills caused difficulty inserting a screw. The distributor advised that all screws were fully inserted because a new twist drill was used to complete the operation and no new screw was used. The distributor reconfirmed that there was no remnant left in the patient's body and that there was no delay. The distributor confirmed that the surgeon followed the instructions for use (IFU) and followed the surgical technique.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed only minor signs of use including small scratches. A function testing revealed the drills functioned as intended; therefore, the complaint is not confirmed. The most-likely cause was determined to be improper technique. According to the evaluation, there are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00537-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00537-1.